Event description:
I was and am using a phillips CPAP dream station first I discovered a lump in my left breast then I discovered a lump in my neck and had a cat scan done. They could not understand what was happening to my neck. Then my eyes became swollen shut I went to a vision center and was told I had a dry eye infection. Problems still exist. FDA safety report ID # (B)(4).